Event description:
Reporter alleged the lancet needle from the lancet device would not retract after she had used it to test a pt. It was stated when trying to retract the previously used lancet; reporter stuck herself with it as a result. Reporter stated checking with the hosp on the policy when this type of situation occurs. However, no specific actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.